Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on 05/2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura stomahesive flexible skin barrier w/flange w/white tape collar and cut-to-fit opening.

Event description:
It was reported the pt has developed a rash under the tape collar of the device. The pt presented to her physician and was treated via a prescription strength antibacterial cream. The pt indicated she did not use the prescription cream. The pt has attempted to treat the area with hydrocolloid security strips. Although the hydrocolloid strips have led to some improvement, the rash persists. No further info was reported.